Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the battery compartment was cracked on the threads and the battery cap was damaged/stripped. Evaluation also revealed that the display was dim, fading and discolored. Unrelated to these issues, the keypad cover was observed to be peeling and thinning. The keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked on the threads and the battery cap was damaged/stripped. Evaluation also revealed that the display was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.